Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with mild tortuosity and mild calcification. During the attempt to cross the 2.5 x 28 mm absorb scaffold, the proximal shaft of the delivery catheter separated outside the patient anatomy. The device was removed from the anatomy without intervention. The patient was treated with medical management only. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. In this case, it is likely the balloon catheter interacted with the mildly torturous, mildly calcified lesion site during advancement and therefore was unable to cross. The shaft was likely kinked during the attempt to advance such that further handling resulted in the shaft separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.